Manufacturer narrative:
The getinge field service engineer (fse) who discovered the issue reported that the unit is functional and not leaking helium at this time. The fse recommended that the damaged tubing be replaced, however the customer has not requested additional repairs of the unit. The iabp is currently in clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) console cover and pressure hose sustained (physical damage). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue discovered the rear of pump console and pressure hose sustained damage during visual inspection. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) console cover and pressure hose sustained (physical damage). There was no patient involvement, and no adverse event reported.